Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report #3005099803-2009-05410 for a description of the other device. A hydrothermablation console unit was used during a hydrothermablation (hta) procedure (patient age, (B)(6)). According to the complainant, "control unit overheated due to apparent failure of temperature control system and the heating element turned bright orange". Follow up information received confirmed that this was a case of canister "melting" and not deformation, there were no alarms or error codes, there was no compression force exerted on the reservoir by the lower reservoir holder, alignment pin was fully placed into the small hole of the lower reservoir holder, and a temperature was never registered as unit was shut down immediately after melting occurred. The case was completed with another of the same device and there were no patient complications reported.

Event description:
Caller reported the advantage system gave a blood glucose result of 159 mg/dl at a time when the customer was symptomatic of hypoglycemia, did not treat. One hour later, symptoms were worse, customer's brother called paramedics. Paramedic's meter result was 17 mg/dl, treated customer with IV. Customer was using strips with use by date (B) (6) 2004. Manufacturer's labeling states: "throw the test strips away if they are past the 'use by' date on the test strip container". A request was made for the return of the system, replacement was sent.

Event description:
Caller reported the advantage system gave a blood glucose result of 159 mg/dl at a time when the customer was symptomatic of hypoglycemia, did not treat. One hour later, symptoms were worse, customer's brother called paramedics. Paramedic's meter result was 17 mg/dl, treated customer with IV. Customer was using strips with use by date 06/30/2004. Manufacturer's labeling states: "throw the test strips away if they are past the 'use by' date on the test strip container". A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.